Manufacturer narrative:
Additional information: the patient had an uncomplicated procedure with a sulcoflex add-on implanted into the sulcus os on (B)(6) 2019. The subjective refraction os was: before add-on implantation: +1.75(-0.75)50°; 2 weeks after implantation: +0.00(-0.75)155°. Bcva os remains 20/20, and after the add-on there are no subjective complaints. The next outpatient exam is on (B)(6). No additional information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Date of event: exact date not provided, however information received stated the post-op issue was identified 10 days post-op (implant date: (B)(6) 2019). Therefore, (B)(6) 2019 is being provided as a best estimate. If explanted; give date: not applicable, lens remains implanted. (B)(6). (B)(4). Device evaluation: there is no indication that the lens has been explanted since they plan to implant an add on lens. The material did not return for investigation therefore the complaint cannot be confirmed, and neither was a product deficiency confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed one additional complaint which was received for this production order. The complaint is for lens damaged, override and plunger rod issue and is not related to this report. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the refraction goal was not reached. The patient landed on +1.0. Through follow-up we learned that the issue was identified 10 days after implantation and that the refraction os was +1.25d. Even with correction the patient was not comfortable because of anisometropia ( od +075/-1.00). 6 weeks post-operative the hypermetropia had increased on subjective refraction to +1.75(-0.75)50° which reduced the uncorrected visual acuity (va) by more than 2 lines, and even with glasses the anisometropia is not tolerable and interferes with daily activities. An add-on lens (solcoflex) is planned for the (B)(6) 2019. No additional information was provided.